Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was brought in with low hemoglobin(hgb) and a gastrointestinal (gi) bleed that required 1 unit of packed red blood cells(prbc). The patient was scoped and the gi scope found a dieulafoy lesion of the stomach and angioectasia. Both of these were cauterized and all anticoagulants were stopped due to the bleed. No further information was provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 31, 2018. Follow-up type was inadvertently omitted from previous report. The previous report was additional information.